Event description:
It was reported that the patient circuit disconnected from the ventilator while connected to a patient during transfer and there was no audible alarm. The patient's wife noticed and reconnected the patient circuit to the ventilator. No patient harm reported.